Event description:
The customer reported to olympus that there was a shaky head and blurry image issue while using the camera head. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was partially confirmed. The device evaluation found the user's request of shaky head was confirmed due to a loose coupler stopper however the user's request of blurry image was not confirmed but a dead black pixel was observed due to a faulty charge coupled device. Moreover, a failed leak test under the cable boot was discovered. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. A device history review revealed no issues were identified. This issue is addressed in the instructions for use (IFU): "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head, contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Reference page 12 as per IFU. "If an abnormal endoscopic image/function occurs and returns to its normal condition by itself, the equipment has malfunctioned. In this case, immediately stop use and slowly withdraw the endoscope from the patient. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, such as bleeding or perforation." Reference page 19 as per IFU. Olympus will continue to monitor the field performance of this device.